Manufacturer narrative:
The main component of the system and other applicable components are: product ID :3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2007, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that the patient had an end-of-service (eos) message. The patient stated they have been getting an elective replacement indicator (eri) message, but it is gone at the time of this report. The patient also reported falling on their implantable neurostimulator (ins). The fall affected the leads; the wires came loose but the ins was still charging. The patient would be completely numb from her waist down and would be out of pain. The fall affected the system and it had not been working as well as before, indicating that the therapy blocks some pain but doesn't cover all the pain as before. The patient mentioned they had multiple ins replacements in the past, where one of them was due to an eos message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.